Event description:
It was reported that the patient was found on the floor and emergency services were called. The patient states that the device was "defective." The device was at elective replacement indicator. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.